Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735339r, serial/lot #: (B)(4). Product ID: 9735340r, serial/lot #: (B)(4). Initial reporter not known at the time of reporting. (B)(6). The manufacturer representative (rep) went to the site to test the navigation system. The reported issue was unable to be replicated. The rep attended a biospy procedure and all went well. They decided to replace the positioning sensor unit (psu) and polaris spectra system control unit (scu), they ran the ndi firmware, and completed a full system checkout. All tests passed successfully, the system is fully functional and ready for clinical use. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the localizer disconnected twice during the procedure. The site tried to take a picture but the camera connected quickly after each "localizer disconnected" error. Site is now refusing to use the system due to continuous localizer issues that have not been resolved. There was no delay to the case. No impact on patient outcome. Additional information was received stating that there has been multiple cases after the parts were replaced and no issues have occurred.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, lot/serial #: (B)(4); product ID: 9733438, lot/serial #: (B)(4) h3) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu powered up on the test bench and tracked without issue. However, the psu failed an accuracy test (aak) at .45 mm with a passing threshold of .35 mm. This psu has not been previously returned for a failure. Due to the age and condition of the psu it will not be repaired and returned to service inventory. The polaris spectra system control unit (scu) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned scu powered up on the test bench with no issues and had normal function. However, a check of the event log showed a long intermittent history of low position sensor current. This scu has been previously returned one time for the same failure and will not be repaired and returned to service inventory. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.